Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of perforation of vessels is listed in the proglide instructions for use (IFU), potential adverse events, section 9.0 as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: user facility medwatch #mw5116594a4 - weight updated.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a bilateral common iliac kissing stent procedure after shock wave vascular lithotripsy using a 7f sheath. Reportedly, the proglide was unsuccessful resulting in a vascular injury. Attempts at sheath exchange showed a perforation of the external iliac via angiogram imaging due the proglide device. There was limited flow from the external iliac to the common femoral artery. Surgical patch repair was used to repair the artery and achieve hemostasis. Subsequent to the previously filed report, a user facility medwatch with additional information was received stating: "patient underwent bilateral common iliac artery kissing stents after shock wave vascular lithotripsy, upon retrieval of the right femoral artery 7 french sheath an attempt at percutaneous proglide preclosure was performed unsuccessfully resulting in vascular injury, several attempts at sheath exchange and subsequent angiograms evidence flow limitation of the external iliac artery on the right side into the common femoral artery. It was decided the surgical repair was necessary.".

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a bilateral common iliac kissing stent procedure after shock wave vascular lithotripsy using a 7f sheath. Reportedly, the proglide was unsuccessful resulting in a vascular injury. Attempts at sheath exchange showed a perforation of the external iliac via angiogram imaging due the proglide device. There was limited flow from the external iliac to the common femoral artery. Surgical patch repair was used to repair the artery and achieve hemostasis. No additional information was provided. Subsequent to the previously received information, a user facility medwatch was received: user facility medwatch (mw5116594) was received today from the food and drug administration, reporting: "patient underwent bilateral common iliac artery kissing stents after shock wave vascular lithotripsy, upon retrieval of the right femoral artery 7 french sheath an attempt at percutaneous proglide preclosure was performed unsuccessfully resulting in vascular injury, several attempts at sheath exchange and subsequent angiograms evidence flow limitation of the external iliac artery on the right side into the common femoral artery. It was decided the surgical repair was necessary."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch report #mw5116594.